Manufacturer narrative:
(B)(4). Date sent 1/30/2025. D4 batch # 867c84. B3: only event year known: 2024. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage, the jaws and trigger in the close position and with a gst60t reload loaded on the device. The reload was received partially fired 1/16. Additionally, the ech60r buttress was on the reload deck and on the anvil. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 867c84, and no non-conformances were identified.

Event description:
The device was received with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint.